Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 592 mg/dl at the time of incident. Customer did not provide any treatment and symptoms related to high blood glucose. Customer has been using the insulin pump system within 48 hours of reported event. The customer was not using the auto-mode feature. The customer does not allege the insulin pump was under delivering. The device will not be returned for analysis.